Event description:
A 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent was deployed in a patient with omi. The target lesion, located at bifurcation of lad #7 was described as calcified and was pre-dilated. During the same procedure, one other endeavor rx drug eluting coronary stent was deployed overlapping the first one (MFR report #2953200-2009-01359). The procedure was completed with no issue. However, it was reported that 12 days post procedure the patient presented with chest pain. Late thrombosis was confirmed. Although thrombus aspiration was performed and iabp was started, the patient died the next day due to myocardial infarction. The physician commented that possibility exist that the patient discontinued taking anti-platelet medication, but this can not be confirmed. The use of endeavor rx is contraindicated in lesion at bifurcation. Also stent thrombosis is listed as an inherent risk of a pci procedure.

Manufacturer narrative:
(Secondary intervention: thrombus aspiration, iabp), results: stent thrombosis; relevant stent implanted at bifurcation.